Event description:
It was reported that pump malfunction occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed malfunction code details, guided caller through pump reset, verified that malfunction did not recur after reset, and advised that pump use could continue with instructions to call back if malfunction returned, which caller acknowledged and understood.